Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: promus element, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the first distal strut pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x16mm promus element drug-eluting stent was selected for use. However, during procedure, it was noted that the stent structs were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x16mm promus element drug-eluting stent was selected for use. However, during procedure, it was noted that the stent structs were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.